Event description:
A medtronic representative reported that the surgeon was inaccurate during a 4 level lumbar fusion navigation procedure. The surgeon placed the first 3 levels accurately but experienced difficulty placing the screw on the fourth level. When they did a confirmation spin, the tip of the screw protruded from the pedicle approximately 1-2mm. At this point they used the new spin to remove and re-position the screw. The surgeon did not perform a decompression and they stated the frame was not moved during the procedure. The case was completed using navigation with no further complications reported.

Manufacturer narrative:
Patient information was declined to be provided by the or director at the site. A medtronic representative went to the site to test the navigation equipment and imaging system. Both systems were confirmed to be accurate with test 3d imaging spins and performed as intended. The instrument geometry was tested and found to be within spec for all navigated instruments. The systems were fully functional. Further onsite investigation revealed that the inaccuracy was most likely caused by user technique in that the implant projection was saved before the surgeon had fully stopped turning the driver.

Manufacturer narrative:
A medtronic representative reported that there was a 30 minute delay and 10mm inaccuracy during the surgery.